Event description:
It was reported by patient that she has been experiencing flickers and shimmers (dysphotopsia). Additionally, patient reported right eye was implanted with intraocular lens (iol) diopter 10.0 on (B)(6) 2014. Patient further stated she was prescribed alphagen which improved her vision but gave her an intense headache, and after discontinuing alphagen, eye flickers were happening much more often and she began to see flashes. Patient noted flickers have gotten worse, under any kind of light, and have caused her to slip into depression. Patient continued that she has consulted with four (4) other doctors and all attribute the dysphotopsia to the fact that one eye has a 1-piece model lens and the other eye has a 3-piece model lens. Patient stated she is highly myopic. No further information has been provided. Companion eye will be submitted in a separate emdr report.

Manufacturer narrative:
Corrected data: other relevant history: added depression of the patient. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: asked but not provided. Common device name: code - serial number was not provided, unknown if lens is multifocal or monofocal lens. Model number: unknown, catalog number: unknown, expiration date: unknown, serial number: asked but not provided. If explanted, give date: asked but unknown if lens has been explanted. PMA/510(k) number: unknown. Device manufacture date: unknown. Placeholder.